Event description:
During baxter's device eval, the device displayed a "downstream occlusion" alarm when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the "downstream occlusion" alarm found during eval and the cause was determined to be an elevated downstream sensor current reading. The pump was re-calibrated to ensure proper downstream occlusion detection.